Manufacturer narrative:
The devices were not returned for analysis. A review of the lot history records could not be performed due to unknown lot information. The reported patient effect of death is listed in the mitraclip ntr/xtr system, ce instructions for use, as a known possible complication associated with mitraclip procedures. Based on the limited information reviewed, a cause for the reported deaths cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Date of death: estimated. Date of event: estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Implant date: estimated. The clips remain in the patients. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The heart failure and re-hospitalizations mentioned are filed under another medwatch report. Literature title : functional mitral regurgitation and cardiac resynchronization therapy in the ¿era¿ of trans-catheter interventions: is it time to move from a staged strategy to a tailored therapy? Na.

Event description:
This is filed to report the patient deaths. It was reported through a research article identifying mitraclip that may be related to patient deaths, heart failure and re-hospitalization. Details are listed in the attached article, titled " functional mitral regurgitation and cardiac resynchronization therapy in the ¿era¿ of trans-catheter interventions: is it time to move from a staged strategy to a tailored therapy?".